Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced a catheter reinsertion for urinary retention and continues to have urinary retention, pain and pressure in the abdomen, nocturia, urinary tract infections and scarring. A release of tape; revision of urethropexy, extensive urethrolysis laterally and suburethrally were performed. A transvaginal urethrolysis procedure was performed due to a bladder obstruction because of an overcorrected sling.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.